Event description:
On 12/27/2022 it was reported by a facility representative via sems that an ar-6480 pump monitor is functioning intermittently. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The unit passed all testing during the evaluation. See attached.